Event description:
It was reported that this pacemaker triggered a signal artifact monitoring (sam) episode due to atrial driven rates. The health care professional was concerned about the decrease in device longevity. A save to disk was sent in for engineering analysis and it was confirmed that the increase in power consumption was due to high atrial rate sensing. Technical services recommended to consider programming the device to a non-atrial based brady mode, turn off atrial sensing, and to disable sam. At this time, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker triggered a signal artifact monitoring (sam) episode due to atrial driven rates. The health care professional was concerned about the decrease in device longevity. A save to disk was sent in for engineering analysis and it was confirmed that the increase in power consumption was due to high atrial rate sensing. Technical services recommended to consider programming the device to a non-atrial based brady mode, turn off atrial sensing, and to disable sam. At this time, this pacemaker remains in service. No adverse patient effects were reported.